Event description:
Patient reported that device is cracked, and it appears that water got into the device (water has since dried out). Patient reported that for the last 4-5 months their blood glucose has been going up and down. Patient feels that cracks in device caused erratic blood glucose. No error messages were generated by the device. No treatment was received.